Event description:
Related to MFR #: 2030404-2012-00208. It was reported during a redo persistent af case using the hansen medical sheath, en site nave, livewire diagnostic catheter, and a cool path duo ablation catheter a perforation of the coronary sinus (cs) occurred resulting in cardiac tamponade for which surgical intervention was required. The hansen and en site navex systems were used for the study. A reflexion spiral and supreme jsn quad catheter were place for mapping purposes. A livewire decapolar diagnostic catheter was placed in the cs. Two hours into the procedure, a hansen artisan sheath was placed in the cs and a non-steerable cool path duo ablation catheter was advanced through the sheath into the cs to complete a mitral isthmus line ablation using an epicardial approach. During ablation with the cool path duo, the livewire catheter remained in the cs. During this time, the anesthetist noted the pt's blood pressure dropped significantly. The physician provided emergency treatment to the pt, which included inserting a pericardial drain, followed by CPR as the pt went into sudden cardiac arrest. The pt then underwent cardiac surgery to repair the tear in the cs. The pt was listed in critical condition and still in the ICU.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done as the lot number was not provided. Based on the info provided to st. Jude medical, the cause for the reported event remains unk. However, the most likely root cause classification consistent the report event is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.